Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During an af procedure, the catheter would not display contact force. The catheter was replaced with the same batch number, but the second catheter couldn¿t show contact force data or connect with tactisys, but was able to deliver rf energy and other ablation metrics, so the doctor proceeded with the ablation in the absence of contact force. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.